Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 586 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia. Once at the hospital the patients pod was removed and the patient was given insulin via intravenous fluids. In addition their were corrections made on the personal diabetes manager correction factor of 250 mg/dl to 225 mg/dl. The patient was released from the hospital after 3 days and applied a new pod. The pod will not be returned as it has been discarded.